Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The implant coil was returned for evaluation. The pusher wire was not returned. The distal 5cm of the implant coil was not stretched and appeared straight. The outer diameter was within specification. The remaining portion of the implant had varying degrees of stretch leading to the proximal end. The attachment zone was intact and the tie knot and uv adhesive were visible. There was no evidence of tensile failure on the monofilament. The end is potted within the uv adhesive. Based on the provided complaint details and evaluation of the returned product, it cannot be determined what events could have led to the reported complaint; however, the stretched implant indicated that excessive force had been applied to the device.

Event description:
It was reported that during a coil embolization treatment, the coil unexpectedly detached in the catheter. Both segments of the coil were removed in their entirety together with the catheter. There was no reported patient injury. The patient's current status is reported to be okay.